Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to instability and suspected infection. Baseplate was loose, which was discovered in surgery.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. All available photographs were reviewed, and the allegation cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that: a. Please confirm presence of infection. - unconfirmed at this stage, but samples were taken for the lab. - results from samples unknown. B. Was loosening due to infection? - unknown. C. Please provide the loosening interface. - as per the event description: "attune cemented baseplate was loose, and came out clean by hand". D. Affected side involved: - left side. E. Was there a surgical delay because of this event? If yes, what is the duration of the delay? - no delay. F. Was the cement product manufactured by depuy? If yes, please provide the part and lot numbers and quantity of the cement. - unknown. G. What components were revised? - insert.

Event description:
Additional information received stated that insert only revised at this stage due to suspected infection. Second stage revision planned to revise tibial tray.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e4.